Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the concorde lift cage implant was removed, originally the patient had a transforaminal lumbar interbody fusion (tlif) surgery on (B)(6) 2019, the concorde lift cage implant was removed since the patient experienced pain due to cage movement. It was replaced with tpal proti. The procedure outcome was unknown. There was patient consequence. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint (B)(4).